Event description:
The customer reported the balloon of the evis exera ii ultrasonic bronchofibervideoscope fell off and would not stay on the scope when preparing the device for use. The customer tried 4 or 5 different balloons. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the balloon test failed. In addition, evaluation found the scope failed the leak check, the scope body had a rubber bubble and was soft, the bending section cover glue was cracked, the forceps passage was leaking, and the ultrasound image had broken elements. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: caution: do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.